Event description:
Blood backed into the safety chamber and the iab was removed. A second iab was inserted. On 8/5/98, datascope rec'd the medwatch form from the user facility; uf/dist report number: 14-0258-1998-0148 and the following was reported: the alarms sounded from the pump. The pt was alert and oriented when checked. The pt denied the presence of chest pains. At this time, the iab catheter was checked and blood was found in the tubing. Iabp was stopped. The dr was made aware of the situation and he ordered that the iab be removed. The house dr removed the iab from the pt without complication. Another iab was inserted into the pt. There was no pt injury or complication as a result of the event. The pt was stable after the event. [Event complications]: none from the event-reported 7/17/98 and 8/5/98. [Pt's current status]; stable-rpt'd 8/5/98.